Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that insufficiency cooling on the themogard ivtm system (serial # (B)(4)) has occurred. No known impact or consequence to patient information was provided.